Manufacturer narrative:
H.6. Investigation summary: bd was unable to perform a thorough investigation for the reported item number 381533. Bd did receive samples, but they were not aligned with the report submitted. Multiple attempts were made for clarification with the samples received. We received the following representative units: 191 units lot number 2336528. 4 units lot number 2063749. 2 units lot number 2101809. 3 units lot number 1111845. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter is damaged. The following information was provided by the initial reporter: upon looking at product they have a barb that tears the vein when starting IV¿s.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter is damaged. The following information was provided by the initial reporter: upon looking at product they have a barb that tears the vein when starting IV¿s.